Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The batteries were replaced. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the unit indicated a low battery alarm. There was no reported patient injury.